Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found mud cracking residue anomaly on the integrated circuit. Analysis of the lead ((B)(4)) found there was a broken connector on the proximal end. Analysis of the lead ((B)(4)) found no significant anomaly. The product was segmented and the body cut through. It was noted that there was good stable output on all circuits with the exception of any combination of the #3 circuit (#3 conductor is broken at the #3 connector). The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 73. The last recorded recharge session performed while the device was implanted has a date of (B)(6) 2013 associated with it. The device was recharged for 4 hours 58 minutes. The battery charged from 3.445v to 3.985v. The ins went into lock mode on (B)(6) 2013. In the rpa lab a normal recharge was started manually after a physician mode recharge at room temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 5 hours and 12 minutes from 2.560v to 4.000v. According to the trace report a ¿voltage too low¿ por was recorded in the diagnostics, however, the overdischarge count had not incremented. Destructive analysis was performed on the ins at the product analysis lab in (B)(6). Foreign material, referred to as mud cracking residue (mcr), was observed on the stacked chip scale package (scsp) of the hybrid circuit during optical inspection. It is unclear if the mcr contributed to the fact that the ins battery was overdischarged or that the count did not increment.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the implantable neurostimulator (ins) was explanted on (B)(6) 2014. It was noted that the non-functioning spinal cord stimulator was causing significant pain at the site of the hardware. It was noted that there was no patient injury and patient status after device removal was ¿recovered without sequela.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.